Event description:
Pt underwent a colostomy closure in 2001. Three weeks following the surgery, the pt developed a non-healing wound. 2 months later the pt underwent surgical debridement of the wound. It was noted that the suture had sinus tracks around it. The suture was removed from the pt.